Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter immediately below the renal arteries was 18.5mm and 13.6mm in diameter immediately above the aneurysm. The proximal neck length was 1cm. During the index procedure the final angiogram identified a type ia endoleak. The physician decided to add an endurant 28mm aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Correction: the proximal aortic neck diameter ranged from 18.5 - 21.5.

Event description:
Film review analysis: review of pre-implant cta's ((B)(6) 2015) revealed that the patient had a 5.4cm max diameter aaa which contained thrombus (2 - 3cm flow lumen). The proximal neck diameter at the level of the renals measured 18 x 20mm and contained thrombus. One cm below the renals the neck diameter was 24mm. The neck was essentially straight and free of calcification. The iliacs were minimally tortuous and non-calcified. The right common iliac artery was short (2 -3 cm long) and the left common iliac length was >4cm. The cause of the reported proximal type I endoleak could not be determined. Images during and post-implant were not provided. It is possible that the short <(>&<)> tapered neck may have contributed. Device oversizing may have also contributed. Images during and post-intervention were not available for review

Manufacturer narrative:
(B)(4). Conclusion: aortic neck diameter less than 19mm.